Event description:
The account alleged that the brake caster would swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.